Event description:
Alleged event: it was reported that the device was not firing; no staples released from the device. No medical intervention was required. The patient is fine.

Manufacturer narrative:
A device history review could not be conducted since the lot number was not provided. The device has been returned to the manufacturer however the investigation has not been submitted at the time of this report.